Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched on site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined the failure mode was the buffer valve. The fse replaced the buffer valve to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of false high ise (ion selective electrode) which includes sodium (na), potassium (k), and chloride (cl), involving the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.